Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient¿s ipg is inoperable due to lack of charging. The patient last felt stimulation (B)(6) 2016 and last charged the ipg (B)(6) 2016. The patient may be pending scs system explant.